Event description:
A falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample that was initially flagged as incomplete on an advia centaur cp instrument. The erroneous result was reported to the physician(s). The patient was redrawn, and the new sample was processed on the original instrument twice. The results obtained on the latter sample were lower than the first sample result. After obtaining the results on the latter sample, the physician(s) questioned the initial result. The initial sample was reprocessed on the initial instrument and the repeat results correlated with the results obtained on the latter sample. The repeat result from the first draw was reported as correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) to report that a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an advia centaur cp instrument. Quality control (qc) recovered within range before the sample was processed. A siemens customer service engineer (cse) was dispatched to the customer's site and performed a total service call, which included checking for leaks and tubing issues and performing probe alignments for the sample and reagent probes. The cse did not find any problem. The customer ran qc, which passed. The cause of the erroneous tnih result is unknown. The instrument was performing within specifications. No further evaluation of this device is required.